Event description:
It was reported that the external pulse generator had broken cases and a broken display. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis did confirm the customer comment of broken cases and display, both the upper and lower cases were broken and the display was missing segments. Analysis also found that the battery release, battery drawer and heart lead flex were contaminated, that the two side bail covers were broken and the encoder flex was damaged. (B)(4).